Event description:
It was reported that the iab was placed successfully in a pt coming off bypass. During movement of the pt's cannulated leg, the surgeon noticed the catheter was severely kinked. He removed and replaced the iab without further complications.